Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reporting right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b1, b5, d6b, h6.

Event description:
Later healthcare professional reported gel bleed and "any creases". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. ¿ crease / folding of implant: observed creases on device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion, non-penetrating nick and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reporting right side capsular contracture baker grade IV. Later healthcare professional reported gel bleed and "any creases". Device was explanted.